Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion while delivering antibiotics to a patient. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. No history data was available from the pump event history log during the time frame of the reported incident; the oldest record started on (B)(6) 2018. The customer's reported problem regarding under delivery was unable to be confirmed. Delivery accuracy testing was found to be within the published specification of +/-6%. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the cause of the customer's reported problem was unable to be determined and no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.